Event description:
It was reported that brief atrial lead undersensing was noted during the patient¿s normal sinus rhythm. The atrial sensing was reprogrammed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d314drg ICD, implanted: (B)(6) 2012. (B)(4).